Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive, would not power on, and did not produce alerts even after placement on the charger, consistent with a device power or battery depletion issue leading to replacement of the pump and return of the original. Symptoms included no physiological effects, with blood glucose reported as unaffected. Outcomes included continued use of cgm via the dexcom app or receiver and planned initiation of the replacement device with standard startup, as data would not transfer. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.